Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device delivered .5 j instead of the programmed 30 j. The patient was in the hospital at the time of the event and was successfully converted by external defibrillation. The device was removed and replaced. No further patient complications were reported as a result of this event.